Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to patient having discomfort with glares and halos. The reporter stated the vault and outcome was good but the patient requested the lens be removed.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).